Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a detached cap occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "when transferring the blood in syringe by the needle, the cap was detached from the tube." 2 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
Additional information: b.5. Describe event or problem: it was reported a detached cap occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "when transferring the blood in syringe by the needle, the cap was detached from the tube." 2 occurrences were reported, but the date/time and patient information were not given. Underfill has been added to the record based on the investigation of the sample. F.10. Device code: 1575. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed and detached cap was not observed. Additionally, evaluation/testing of the customer samples was performed and underfill observed, detached cap was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Bd has initiated further investigation relating to the underfill issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed and detached cap was not observed. Additionally, evaluation/testing of the customer samples was conducted and underfilling was observed and detached cap was not observed. Further investigation has been initiated through a CAPA for the underfill issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to the underfill issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 470822. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see section h.10.

Event description:
It was reported a detached cap occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "when transferring the blood in syringe by the needle, the cap was detached from the tube." 2 occurrences were reported, but the date/time and patient information were not given. Underfill has been added to the record based on the investigation of the sample.